Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that the wire could not be secured in place. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, when lesion ablation was attempted; however, it was noted that the wire could not be secure in place. The device was removed inside patient using dynaglide. The procedure was completed with another of same device. No patient complications were reported.